Manufacturer narrative:
Corrosion damage within the internal components was identified as the probable cause of the device overheating. Corrosion of the rotor, driveshaft, motor and its bearings can cause friction during rotation resulting in the observed heat.

Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available spare device without any clinically significant delay.